Event description:
It was reported that during a stenting treatment procedure, stent fracture and migration occurred. The first target lesion was located in the mid left anterior descending artery (lad). A 6fr non-bsc guide catheter and a non-bsc guide wire were introduced. The target lesion was treated with pre-dilation using a 2.5 x 12mm and a 2.0 x 12 mm non-bsc balloon and deployment of a 3.0 x 32 mm promus element stent at 12 atms for 10 seconds. Post-dilation was performed using the stent balloon inflated to 14 atms resulting in timi flow 3. The non-bsc guide wire was then placed in the distal left circumflex artery (lcx). The de-novo target lesion in the lcx was pre-dilated using a 2.5 x 15mm non-bsc balloon. A 2.5 x 32mm promus element stent was introduced and deployed at 18atms for 12 seconds. Post-dilation was performed using a 3.0 x 15mm and a 3.5 x 15mm non-bsc balloon. After balloon removal, stent fracture and proximal migration of the stent was noted. A 3 x 38 mm promus element stent was introduced and the vessel stented with good result. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).